Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccuratley high readings. On november 21, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. On novemeber 16, 2006 at 7:00am, the patient obtained the fasting blood glucose reading of 279 mg/dl on the reported meter, which was high compared to his expected values. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following this reading, the patient took his usual dose of 15 units novolin n insulin. At 12:00 pm, the patient obtained the blood glucose reading of 284 mg/dl. Following this reading, the patient took an extra dose of 15 units insulin. At 3:00 pm, he obtained the reading of 275 mg/dl, and experienced the symptoms of vision problems, slurred speech, and he was unable to stand. The patient contacted emergency services, and within 10 minutes, the paramedics obtained the blood glucose readings of 26 mg/dl on their meter. At the same time, the patient obtained the result of 249 mg/dl on the reported meter. The patient was treated intravenously with glucose, and was transported to the emergency room. After the intravenous glucose, the patient's blood glucose level in the emergency room was greater than 400 mg/dl. He was monitored, and then discharged from the emergency room. The patient had obtained meter readings higher than expected for one month. The patient's expected fasting blood glucose level is approximately 200 mg/dl. The patient takes novolin insulin 15 units with breakfast and 15 units with dinner, and is not supposed to adjust the doses based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. The patient administered insulin after obtaining an elevated meter reading, became hypoglycemic and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.